Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed or the motor position encoder error alarm verified due to motor error alarm. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 126 mg/dl. The customer stated that the alarm history also showed a motor position encoder error alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.